Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed tibial component, catalog #: 42532006701, lot #: 62928744 nexgen stem extension, catalog #: 00595006745, lot #: 62275444. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02787, 0002648920-2018-00429, 0001822565-2018-02788. Mw5076386. Product location unknown.

Event description:
It was reported that the patient was revised to address pain, instability and bone on bone problems. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.